Event description:
Three of 4 bard feeding tubes that pt received were reported to be leaking per pt's mom. She discovered this when she found the pt soaked with formula in his bed. When she put her finger over the end of the tube and pushed a syringe full of water through, she could see the water squirt out of 2 pin holes on the side of the "nose of tube."